Event description:
Related to MFR report # 2183959-2012-02470. It was reported by plaintiff's attorney that the plaintiff was implanted with a perigee transobturator prolapse repair system on an unk date to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial deformity, has undergone and will undergo corrective surgery or surgeries, and damaged nerve endings leading to debilitating suffered severe personal injuries, pain and suffering, and emotional distress.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.